Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: field d4. Catalog should be unk_smart touch bidirectional sf. Field e1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cavotricuspid ishmus (cti) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced heart failure. It was reported the patient had a hypervolumic heart; mild heart failure. It happened after the cti ablation a procedure using a thermocool® smart touch® sf bi-directional navigation catheter, 625ml irrigation over the procedure the 30min radiofrequency (rf) ablation. The hypervolumy might be related to the high irrigation volume during the procedure. There is no further information about the hospitalization and if any additional intervention was performed. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained it will be assessed and processed accordingly.